Event description:
It was reported that the patient's right ventricular lead and right atrial had dislodged which resulted in failure to sense. The lead dislodgement was confirmed by fluoroscopy. Both the leads were explanted. There were no patient consequences.